Manufacturer narrative:
This malfunction was also sent to FDA via medwatch report number mw5077379. The device will be returned for evaluation as part of the complaint investigation. The results of this investigation are still pending,and will be reported to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
Routine dressing change for dried blood. After old dressing removed and site cleaned, double lumen PICC noted to be leaking intralipids distal to hub. Physician notified.

Manufacturer narrative:
This malfunction was reported to vygon by the FDA through the medwatch system. The report number is medwatch-mw5077379. The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: after investigating this claim, we cannot confirm a quality problem with this product. Without the faulty sample, the analysis is impossible and it's difficult to conclude about the origin of the defect. We neither know how long the catheter had been in use nor which kind of disinfectants had been used. The catheter probably had been damaged during dressing change. The instruction for use (IFU) for this product there is a statement that warns to avoid contact with organic solvents such as alcohol or acetone which may interact with catheter material and weaken it. In addition, a warning is printed on the outside of each blister packaging concerning the use of organic solvents with this catheter. The batch number of the product can't be provided, the traceability was impossible. This is the 7th complaint regarding a catheter leakage on code 4g07002037 within the last three years. As each catheter is flow and leak tested before packaging a manufacturing fault could be excluded. Corrective action: no corrective action will be taken at this time. However, both vygon germany and vygon USA will enter this incident into our complaint log and continue monitoring for this problem.

Event description:
Routine dressing change for dried blood. After old dressing removed and site cleaned, double lumen PICC noted to be leaking. Intralipids distal to hub. Physician notified.